Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 1. 3005168196-2017-01660, 2. 3005168196-2017-01661, 3. 3005168196-2017-01662, 4. 3005168196-2017-01664, 5. 3005168196-2017-01665. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery to treat a fistula using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed initial ruby coils using a non-penumbra diagnostic catheter and the lantern. While attempting to advance a new ruby coil through the lantern, the physician encountered resistance and subsequently, the coil became stuck. The physician then retracted the ruby coil and opened a new ruby coil for the procedure. While attempting to advance the new ruby coil through the lantern, the physician also encountered resistance. Subsequently, the coil became stuck and was unable to be retracted from the lantern. Therefore, the physician removed the diagnostic catheter and the lantern containing the ruby coil inside as a system. Thereafter, the procedure was completed using a new lantern and twelve additional ruby coils. The physician reported that friction was experienced while advancing two of the twelve ruby coils; however, the coils were able to be placed. There was no report of an adverse effect to the patient.